Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic hernia repair. Event description: rep was not present for the case. "A [retrieval] catch bag was used to retrieve [specimen] from the abdomen and removed without difficulty, upon removal it was noted a subcentimeter piece of plastic [from the trocar] was missing. A search for 30 minutes was conducted and surgeon performing an expiratory laparotomy with no location of lost piece. Surgeon did not do an exploratory laparotomy due to increase risk in trying to find it." Rep confirmed that there was no patient injury. The missing piece, located at the tip of the trocar, was noticed when they were removing the trocar at the end of the procedure. It was not a robotic procedure. It is unknown if it was a clean break. It is unknown when the break occurred. It is unknown how the fracture occurred. Product not available for return. Type of intervention: the trocar was removed and the patient was closed up. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, sixteen (16) representative sterile units were returned. The sterile units met current specifications and there were no visible non-conformances. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic hernia repair event description: rep was not present for the case. "A [retrieval] catch bag was used to retrieve [specimen] from the abdomen and removed without difficulty, upon removal it was noted a subcentimeter piece of plastic [from the trocar] was missing. A search for 30 minutes was conducted and surgeon performing an expiratory laparotomy with no location of lost piece. Surgeon did not do an exploratory laparotomy due to increase risk in trying to find it." Rep confirmed that there was no patient injury. The missing piece, located at the tip of the trocar, was noticed when they were removing the trocar at the end of the procedure. It was not a robotic procedure. It is unknown if it was a clean break. It is unknown when the break occurred. It is unknown how the fracture occurred. Product not available for return. Additional information was received via email on 21sep2021 from applied medical representative: the customer confirmed that only 16 unopened units will be returning instead of 18. Additional information was received via email on 08oct2021 from applied medical representative: per the rep the fragment was never found. It is suspected to still be in the patient due to the trocar fragmenting from the [retrieval] bag deployment. They noticed the fragmented trocar upon removal from the patient. The rep also mentioned that the facility keeps "random sterile product on a cart that may have been known to run over products that fell off the cart." Type of intervention: the trocar was removed and the patient was closed up. Patient status: no patient injury.